Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. No further information is available at this time. The ICD has been returned, and analysis is in process. This report will be updated when further information becomes available.